Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnection of a bag from a line is a known cause of this alarm. The cause of the loose connection and disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during fill one of three of peritoneal dialysis therapy. The patient stated that the heater bag became disconnected from the heater line due to a loose connection. The technical service representative had the patient cycle the power on the device to clear the alarm and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.